Manufacturer narrative:
Device passed the displacement test but a33 alarm during prime the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to a33 alarm. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump squirting insulin during the manual prime process. The customer was changing the reservoir and during the priming the insulin kept coming out and he did not receive any alarms. The customer stated that once they lets the act button go, the insulin stops; but during the priming it shoots out fast and will not get out of the loop. The customer stated that the insulin did not continue to drip after letting go of the act button. The customer stated that the motor did not slow down nor did numbers ramp up on the screen. The customer reported that the drive support cap appeared normal or recessed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.